Event description:
Device malfunction: none reported. Symptoms/ae: decreased hemoglobin, hematocrit, rbc secondary to introducer sheath bleed; myocardial infarction; possible stroke. Time of symptoms/ae: post procedure, day 0 (bleed); post procedure, day 2 (mi, possible stroke). It was reported that the pt experienced bleeding from the introducer sheath after right internal carotid artery stent placement, while in ICU, in 2006. There were no reported device performance issues. Hematology, collected at the time, revealed hemoglobin, 8.1 gm/dl (nr 12.0-16.0), hematocrit 23.6% (nr 37-47), and rbc 2.66 m/ul (4.2-5.4). The pt was transfused with one unit of packed red blood cells. The event resolved two days later, and the pt was discharged home. Six hours after discharged, the pt was admitted to a different hospital with acute mi and possible stroke. Additional information is currently unavailable.